Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, customer was instructed to reset pump to clear malfunction alarm. There was no adverse impact to the customer¿s blood glucose level.